Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited functional under-sensing, which resulted in the delivery of inappropriate shocks. No intervention was performed. The patient was in stable condition.